Event description:
During a standard dental treatment, the head of the handpiece got hot and burned the patient on the cheek. The blister formed about 1/2 inch in size. The patient was instructed to do warm salt water rinses, no ointment or medication was given to her.

Manufacturer narrative:
The analysis did show that the bearings have been gritty and vibrating. The burr slipped and the heat up of the head was reproducible during a short test run. Since purchase in 2005, the handpiece has never been sent in for maintenance. Dentist also stated that he used the handpiece as a cheek retractor. The condition of the bearings and the reduced retention force of the chuck is due to a normal wear process. The use as a cheek retractor also causes heat up as unusual inner friction is generated. Kavo recommends a service interval be set up for a licensed shop to clean, service and check the function of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. Reported due to the 2 year presumption rule.